Manufacturer narrative:
The device was returned for analysis. The reported material deformation and stent dislodgement were confirmed. The reported difficulty to remove (guiding catheter) could not be confirmed due to the condition the device was returned. The reported difficulty to remove (anatomy) could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the guiding catheter during positioning of the device causing the reported difficulty to remove (guiding catheter) and subsequent stent dislodgement. Attempts were made to retrieve the stent; however, the stent collapsed and the struts were caught in the vessel wall causing the reported material deformation and difficulty to remove from the anatomy. The treatments of additional therapy, surgical procedure and removal of a foreign body were performed to successfully remove the stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the mildly calcified, moderately tortuous mid left anterior descending coronary artery. During positioning of the 3.5x15mm xience sierra stent delivery system (sds), the struts interacted with the tip of the non-abbott guiding catheter and the stent dislodged. The stent was attempted to be retrieved with the same delivery catheter balloon and two non-abbott balloons, but these attempts failed. The stent became collapsed, and the struts were caught in the vessel wall. The dislodged stent was removed via surgery, and the patient is fine. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.